Event description:
The manufacturer received information alleging a service required alarm occurred. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" error code was discovered in the ventilator's downloaded event log. The charge of each battery was recorded: detachable battery 83%, internal battery 97%, after charge: completed battery charged to 100%. No malfunction is reported. Additionally, not related to the issue contamination of black dust was discovered in the device's machine flow sensor. The device's machine flow sensor and the in-line filter prox were replaced to address the issue.